Manufacturer narrative:
Additional information will be provided once investigaiton has been completed.

Manufacturer narrative:
The product was not returned for investigation, it was confirmed that it was discarded. The reported failure mode could not be confirmed. The device history review and the non conformance report historical data could not be reviewed since the lot number is unknown. The following caution notes are included in the user instructions of each unit probe unit to warn the user of possible misuse of the probe, as follows: do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. Do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. Do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. Do not bend probes that are not bendable. Probable root causes for the reported condition can be associated, but not limited to: non conforming component, assembly process and/or misuse. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure there was a short burning period after which the ceramic tip chipped. The tip was retrieved and a replacement was used.

Event description:
It was reported that during a procedure there was a short burning period after which the ceramic tip chipped. The tip was retrieved and a replacement was used.